Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 29-dec-2022. Investigation summary a complaint of tubing snapping and breaking was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The set has separated at the drip chamber. A device history record review for model 10802688 lot number 22079244 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect and an investigation was performed to determine the root cause. The possible causes are solvent related, like omission, incorrect level of solvent dispenser and failure in the solvent dispenser. DHR's review showed that verification of medegen solvent dispensers was not performed correctly. From the above, the principle cause is an incorrect dispenser for failure in the medegen solvent dispenser, which can also cause absence of solvent in the tube. The personnel on the production line must carry out a verification of the medegen dispensers before starting the production. A quality alert was generated to assure the verification of dispenser solvent with a form and the correct use.

Event description:
It was reported while using bd alaris smartsite gravity set the tubing broke. There was no report of patient impact. The following information was provided by the initial reporter: tubing snapped and broke.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris smartsite gravity set the tubing broke. There was no report of patient impact. The following information was provided by the initial reporter: tubing snapped and broke.